Manufacturer narrative:
Analysis : visual inspection revealed a break in the cannula body, approximately 1.25 inches from the distal tip. The break was approximately 320 degrees around the circumference of the cannula body. There were no signs of dents or damaged spring wind detected in the break area. There was no evidence of uncured material throughout the cannula body. Conclusion: based on the information provided and analysis results, medtronic's engineers suspect a normal process or material variation in the manufacturing process is the likely root cause of the split in the cannula body. However, the actual root cause is still under investigation and no formal conclusions can be made at this time.

Event description:
Medtronic received information indicating that during the case, a crack in this venous cannula was observed. The device was not changed out and there was no patient effect reported.